Event description:
It was reported that prior to an unknown procedure the surgeon found the reload had already fallen off after the package was opened. He loaded it on the device but found some staples were falling off before used on the patient. Changed to another device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Missing staples. The analysis results found that the tlh90 device was received in good visual conditions and with a reload loaded in the device, the reload was received with only 30 staples present. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The test reload was loaded into the device, it was noted that the reload clicked into place; the device was turned upside down and tapped; the reload did not fell out. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.